Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The product support engineer (pse) advised replacing the flow sensor assy, air & o2. The pse called the customer back and was told that replacing the flow sensor assy corrected the problem. The customer reports the unit is repaired and returned to service. Failure analysis of the returned part indicates: no failure was identified therefore, no root cause could be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt), the unit failed the air flow accuracy test. There was no patient involvement.